Manufacturer narrative:
The reported event was confirmed based on the functional testing of the autopulse platform (sn 21317) and the archive data review. The root cause was determined to be due to the platform drive shaft not being at home position. Functional testing of the platform during initial power up revealed a ua 20 error message. It was found that the driveshaft was not at home position. Rotating the driveshaft back to home position cleared the ua 20 error message. Unrelated to the event, it was also observed that the platform's load cell 1 and load cell 2 had high readings and were replaced with known good reference load cells. Further testing was performed following replacement, and the platform operated for 15 minutes with continuous compression using a light resuscitation test fixture without any observed errors. Review of the archive data indicated a user advisory (ua) 45 (drive shaft not at home position) error message on the event date at 12/20/2016, and multiple (ua) 20 (position out of range) error messages throughout the archive data. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive data are easily clearable by user. For example ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Ua 20 can also be cleared by returning the lifeband to its home postiion. Historical complaints were reviewed for service information related to the reported complaint and ccr 13276 was reported for the autopulse platform (sn (B)(4)) for the same ua 45 error message. The reported complaint was resolved upon investigation, after the driveshaft was rotated back to home position. The autopulse platform is a reusable device and was manufactured on 11/01/2007.

Manufacturer narrative:
The zoll platform in complaint was returned to zoll on 01/11/2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that the autopulse platform (sn: (B)(4)) displayed with a user advisory (ua) 45, (drive shaft not at home position) error message and the user was unable to clear the ua 45 error message. The event occurred during shift check. The customer stated that after observing the ua 45 error message, the autopulse battery and the lifeband installed on the platform were removed and replaced with new ones, and the platform was powered back on; however, the ua 45 error message was still observed and was unable to be cleared. No patient involved with this event. No other information was provided.